Event description:
It was reported before a laparoscopic cholecystectomy when the kit was opened the 355sd 5mm trocar would not arm. The red arming button would not stay down. Another 355sd was opened to complete the case. The doctor was not aware the original trocar would not arm. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test performed, no conclusion could be reached as to how the reported "red arming button would not stay down" during surgery occurred. The instrument was tested, found to arm, and the safery shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.